Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to device stopped working. Patient was leaking urine. All components were explanted and replaced. No further complications

Manufacturer narrative:
Field change: e1. Facility name added. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to device stopped working. Patient was leaking urine. All components were explanted and replaced. No further complications